Manufacturer narrative:
Additional information received on 08 june 2017 and includes: the surgeon wasn't sure why it fractured while walking up the stairs. He did not think that the femur micro-fractured during the primary. Batch review performed on 03 july 2017. Lot 166418: (B)(4) items manufactured and released on 21 february 2017. Expiration date: 2022-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When the patient was walking up stairs he heard a pop. The patient came in complaining of pain. The surgeon determined the patient had a periprosthetic fracture. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.